Manufacturer narrative:
Lot 23ga (1): manufacture date 07 march 2022. Device returned 09 august 2022.

Event description:
This record is a consolidation of 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative yukon polyaxial screw fracture. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.